Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was not provided. The device was not dropped. Customer did not view the sensor glucose graph during a bolus. The device can be rewound. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery alarm test. There was no motor error alarms noted. The motor was tested outside the device and passed. The unit was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.